Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The drive support cap was loose. No further details were given. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk also, unable to verify for motor error alarm and unable to perform basic occlusion, prime, the excessive no delivery test due to a33 alarm. The however, the motor was tested outside the device and passed motor test. No e70 alarm noted during our testing. The insulin pump passed self-test, a21 test and all operating currents were normal. The insulin pump received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.